Event description:
It was reported that there were concerns that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. The device delivered 10 shocks and two anti-tachycardia pacing (atp) therapies in different events. The data was reviewed by boston scientific technical services (ts) and it appeared to be the result of supraventricular tachycardia (svt). Further review and possible device reprogramming were recommended. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains a correction to include an additional impact codes, as well as update to b5.

Event description:
It was reported that there were concerns that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. The device delivered 10 shocks and two anti-tachycardia pacing (atp) therapies in different events. The data was reviewed by boston scientific technical services (ts) and it appeared to be the result of supraventricular tachycardia (svt). Further review and possible device reprogramming were recommended. This device remains in service. No additional adverse patient effects were reported. Approximately four months later, information was received that this device had delivered two bursts of atp as well as 5 shocks, which resulted in therapy exhaustion. Ts was unable to determine if the therapy was inappropriate, however the arrhythmia was not converted. It was further suspected that the patient's variable morphology at high rates with rapid ventricular response (rvr) affected the treatment decision. Device reprogramming and medication were applied.